Event description:
It was reported that device interrogation noted no longevity estimate and it only says initializing. It was also reported that the patient was in atrial fibrillation (af) and has been since the device was replaced. However the patient has three leads connected to the system and is programmed vvir. It is unknown whether there was any medical intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.